Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was still slightly incontinent and also experienced urethral atrophy with his artificial urinary sphincter (aus). A revision surgery was performed and a new cuff was implanted. No components were explanted. The patient had a good outcome.